Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent not visible under fluoroscopy. A 22x70/10fr uni plus 75 cm wallstent® endoprosthesis was advanced to treat the lesion. However, the distal portion of the stent was hard to visualize under x-ray at the confluence of the common iliac veins which made it difficult for the physician to pinpoint the landing zone. The proximal portion of the stent was visible. Part of this may have been due to the c-arm and habitus of the patient. The stent was implanted and the procedure was completed. No patient complications were reported.